Manufacturer narrative:
Product event summary: manufacturer's analysis could not confirm the customer comment that the programmer would not power-up, however it was noted that the stylus touch-pen was non-functional. The stylus was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not power-up. The programmer has been returned for repair. There was no patient involvement. It was further reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis.